Event description:
Reportedly, while infusing medication via PICC, to keep patient's patent ductus arteriosus (pda) open, the dressing was found to be lifting at the border. When the old dressing was removed to be changed, pink tinged fluid was noted to be on the dressing and under the catheter. Site and catheter were cleansed with chlorhexidine and upon allowing the site to dry, fluid was noted to be welling up and dripping from the PICC. Reportedly, a hole was visualized in the catheter below the large plastic hub. PICC was removed and replaced with a peripheral IV until another central line could be placed. Unknown length of time that patient was not receiving the infusing medication. Echo was done once leak in PICC was acknowledged. Reportedly, the echo revealed closure of the patient's pda. Patient was taken for procedure to reopen pda. It is unknown if leak in the PICC was directly related to closure of the pda.